Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had received required intervention for hypoglycemia. The patient's blood glucose levels had dropped to 16 mg/dl while wearing the pod between 24 and 36 hours. The patient reports they had consumed orange juice as well as a candy bar. The patients was brought to a paramedic clinic by their spouse. Once at the clinic the patient was treated with a shot to raise their blood glucose level as well as medication for nausea. Once at home the patient was able to apply a new pod. The patients pod will not be returned as it has been discarded.